Event description:
Patient admitted to the same day surgery center with abnormal uterine bleeding. The novasure device probe was inserted into the uterine cavity and measurements taken. After the procedure started, the machine turned itself off. Machine was restarted and noted to say "vacuum bad". Machine was reset and the procedure completed. When physician removed device it was difficult. After the device was removed, the tip of the ablator was found to be melted. The uterine cavity was examined via hysteroscopy. No abnormal bleeding or adverse outcome noted.